Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02610 - device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event with infusion set on (B)(6) 2024. The blockage was located in the tubing. No further information available.